Event description:
A report was received that during a lead revision procedure the physician noticed that one of the suture sleeves appeared to be missing pieces. The suture sleeve appeared to have been cut but the physician reported that he did not cut it. The physician reported that to his knowledge all pieces of the suture sleeve had been recovered. The patient was reportedly doing well after the procedure.